Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation. During the evaluation, the reported issue was confirmed. The olympus lamp life meter was about 300 hours and corrosion was found inside the air pump tubing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 5 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to failure of the scope socket. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer started that after cleaning the scope contacts with alcohol, the issue was still present. So, he grabbed another scope and that was working just fine with the subject device. During a follow up call, the customer reported that further investigation on his part revealed that the subject device was having the issue, not the scope. Following that development, the customer noted that he wanted to send in the subject device for repair but wanted to perform a few more trouble-shooting options on his end. Tac recommended using the cleaning kit. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting both a b30 and a e216 scope communication error during procedure preparation. According to the initial reporter, this event had no patient involvement.